Event description:
The customer discovered questionable hemoglobin a1c generation 2 results had been generated for four patient samples since (B)(6) 2013 when the doctors complained that they did not believe the results because they were higher than expected. Of the data provided, only the results for two patient samples were discrepant. Patient sample 1 initial result was 7.8% with a data flag and the repeat result was 5.9%. On (B)(6) 2013, patient sample 2 initial result was 7.5% and the repeat result on (B)(6) 2013 was 5.4%. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer did not know if any adverse events had occurred. The hemoglobin a1c reagent lot number was 65778101 with an expiration date of 11/30/2013. The field service representative determined the sample probe needed adjustment. He adjusted the sample probe, checked the rinse levels and checked the instrument. To verify the analyzer operation, he ran precision testing with no alarms and the customer ran calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.